Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of belly pain and cloudy effluent in a patient coincident with dianeal pd2 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services (bcs), the following was reported. On an unreported date, the patient experienced cloudy effluent when using pd therapy. On an unknown date, the patient experienced belly pain and was hospitalized for the event. Treatment was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). Further information was received from a nurse. This case was medically confirmed. The patient was diagnosed with peritonitis on (B)(6) 2012 and was hospitalized. The patient was also diagnosed with a urinary tract infection. During the hospitalization, the patient was started on cefepime, 500 mg, IV, every 12 hours (duration unknown) to treat the peritonitis. On (B)(6) 2012, the patient was also treated with 1 gram of vancomycin IV. On (B)(6) 2012, the patient started treatment for the urinary tract infection with oral keflex (unknown dose and frequency). On (B)(6) 2012, the patient was discharged from the hospital. On an unknown date, the patient recovered from the urinary tract infection. On (B)(6) 2012 the patient was experiencing abdominal pain (same as "belly pain") and cloudy pd effluent. On (B)(6) 2012, the patient was diagnosed with peritonitis (abdominal pain and cloudy pd effluent were considered manifestations of peritonitis) and pancreatitis which resulted in hospitalization on the same day. The patient had not recovered from the episode of peritonitis from (B)(6) 2012 when she was readmitted to the hospital for pancreatitis and peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was discharged from the hospital, and was still recovering from the cloudy pd effluent, abdominal pain, pancreatitis, and peritonitis. On (B)(6) 2012, the patient was readmitted to the hospital for a recurrence of peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the events. The cause of peritonitis was not a break in aseptic technique. The cause of pancreatitis was unknown. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 3 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12d17051 and h12e11085. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.